Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a hydrogel placement procedure performed on (B)(6) 2020. Reportedly rectal preparation was performed prior to the procedure and during hydro dissection, spread of the mid-line was poor. According to the complainant, on (B)(6) 2020 magnetic resonance imaging (MRI) was performed and noted the presence of gel in the rectal wall. Reportedly, following the procedure, the patient experienced difficulty passing stool. There were no additional patient complications reported as a result of this event. As of (B)(6) 2020, the patient's condition was reported to be good and the patient received planned radiation therapy.